Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Section d information references the main component of the system. Other relevant device(s) are: product ID: enveor-n-us, lot number: 0008693409, use by date: 28.06.2019, UDI number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, using direct aortic access, the valve was deployed without issue. However, when removing the delivery catheter system (dcs) from the aorta into the sheath, the capsule became entangled with the valve paddle and dislodged the valve into the sinus of valsalva (sov). A second transcatheter bioprosthetic valve was successfully implanted without complication. No adverse patient effects were reported.